Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The cgm was reading 250 mg/dl and the patient self-treated with insulin. He started to feel unwell and took a blood glucose reading which was 1.6 mmol/l (30 mg/dl). The patient tried to take glucose tablets but suddenly experienced loss of consciousness. An ambulance was called and the patient was taken to the hospital and the patient was treated at the hospital with IV glucose (glucose drip). At the time of the report the patient recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).